Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that this happened last night at a concert. Customer had the pump in her dress against her body. Customer took the battery out last night. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that she had a spare pump and will call back to have it programmed. Customer declined a pump replacement at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.